Manufacturer narrative:
The product received for evaluation is a 7.5 inch long segment of single lumen 9.6 fr. Tubing. One end of the tubing is cut at an approximate 45 degree angle while the opposite end is cut at a near right angle. A lot history review reveals no mfg issues and no other complaints for this lot. Gross exam is remarkable only for the different angled cuts at either end of the tubing. Tactual exam reveals an annular ring .2 inches from the end possessing the 90 degree angle. Both the abrupt angle and the annular ring are consistent with identifying this end as proximal; the annular ring results from catheter placement over the port stem barbs. The right angle cut complies with the MFR's instructions for use for this device which instructs making this cut prior to catheter attachment to the port. Microscopic examination of both ends is remarkable for uneven edges with undulating, striated and glossy faces indicating the cuts were made with scissors. This may have been done when tailoring the catheter length to the patient. Patency is established by flushing and aspirating water through the catheter with a 12cc syringe. Leak testing is attempted by occluding one end of the catheter and hydraulically pressurizing the tubing with a water filled 12cc syringe fitted with a large bore blunt connector. Pressurization continues to the point where the tubing is forced off the connector. No leaks are noted. The complaint of catheter/port disconnect and embolization is inconclusive. A failure to include the port and cath-lock with the complaint sample prevents a complete evaluation. Additionally, the tubing that was returned does not contain damage or other evidence which could explain spontaneous catheter disconnection. A failure to achieve an adequate port connection initially, or repeated manipulations of the cath-lock after a connection has been made, are possibilities which may cause the tubing to back off the port stem subsequent to implantation. The MFR's instructions for use for this device lists catheter embolization as a possible complication and cautions that if the catheter and lock are connected and then disconnected, the catheter end must be re-trimmed to ensure a secure re-connection.